Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation, a stent damage occurred. The physician noticed that distal edge of the stent strut had lifted up when the stent protector was removed. This event occurred outside the pt's body. The procedure was successfully completed with a different device. Pt condition listed as "good".